Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 384-426 mg/dl. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a blood glucose (bg) level of "high"; specific value not provided. Cause of high bg was unknown. Customer delivered a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.